Manufacturer narrative:
Excessive debris was found inside the device. Micro drill medium straight attachment was discarded; it is not a repairable device.

Event description:
The micro drill medium straight attachment was sent for evaluation due to overheating during a procedure. The procedure was completed with the same device. No adverse event was reported.